Event description:
The manufacturer received information alleging a ventilator would not properly boot to firmware or communicate with service software. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. In addition of the above evaluation, system board was replaced as precaution due to issue. The device's rear cover was replaced due to physical damage cracked near screw hole. The software was installed and programmed the unit. The unit passed the final test.